Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient implanted with tibia nail on (B)(6) 2012. It was discovered the patient had a non union, date unknown. Patient was returned to the o.r. On (B)(6) 2013, hardware was removed, patient revised to a larger diameter nail. No further information is available.